Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was moderately calcified and severely tortuous in the mid right coronary artery. On the first inflation, a 1.5 x 12mm apex push monorail balloon was inflated to 7 atmospheres and ruptured. The balloon was removed intact. The balloon was not visible under fluoroscopy. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.